Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that their child received low readings from the adc freestyle libre sensor. The customer received unspecified low sensor readings as compared to readings obtained on the built-in reader. The customer did not experience any symptoms however was given grenadine syrup by their father due to the low readings. A capillary test was performed and the customer obtained a reading of 'hi' (readings >500 mg/dl) and was administered 4 iu of insulin (type unknown). There was no report of death or permanent injury associated with this event.